Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("repeated lumbago/back pain /lumbar pain") and pyramidal tract syndrome ("pyramidal tract syndrome") in a female patient who had essure (batch no. D31446) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), sciatica ("left sciatalgia/cruralgia"), pyramidal tract syndrome (seriousness criterion medically significant), tendonitis ("gluteus medius tendonitis"), muscle disorder ("impairment of left gluteus medius rated at 27/5"), musculoskeletal pain ("scapulalgia"), muscle contracture ("contracture"), thermal burn ("burns"), myalgia ("myalgia"), joint stiffness ("diffuse joint stiffness"), disturbance in attention ("concentration disorders"), aphasia ("paraphasia/difficulty finding words"), ear disorder ("ent problem - ear disorder"), pharyngeal disorder ("ent problem - pharyngeal disorder"), oropharyngeal discomfort ("ent problem - throat discomfort"), urinary tract infection ("multiple urinary infections") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, sciatica, pyramidal tract syndrome, tendonitis, muscle disorder, musculoskeletal pain, muscle contracture, thermal burn, myalgia, joint stiffness, disturbance in attention, aphasia, ear disorder, pharyngeal disorder, oropharyngeal discomfort, urinary tract infection and fatigue was resolving. The reporter provided no causality assessment for aphasia, back pain, disturbance in attention, ear disorder, fatigue, joint stiffness, muscle contracture, muscle disorder, musculoskeletal pain, myalgia, oropharyngeal discomfort, pharyngeal disorder, pyramidal tract syndrome, sciatica, tendonitis, thermal burn and urinary tract infection with essure. Diagnostic results: lumbar MRI: none. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1816100) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("repeated lumbago / back pain /lumbar pain") and pyramidal tract syndrome ("pyramidal tract syndrome") in a female patient who had essure (batch no. D31446) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), sciatica ("left sciatalgia / cruralgia"), pyramidal tract syndrome (seriousness criterion medically significant), tendonitis ("gluteus medius tendonitis"), muscle disorder ("impairment of left gluteus medius rated at 27/5"), musculoskeletal pain ("scapulalgia"), muscle contracture ("contracture"), thermal burn ("burns"), myalgia ("myalgia"), joint stiffness ("diffuse joint stiffness"), disturbance in attention ("concentration disorders"), aphasia ("paraphasia / difficulty finding words"), ear disorder ("ent problem - ear disorder"), pharyngeal disorder ("ent problem - pharyngeal disorder"), oropharyngeal discomfort ("ent problem - throat discomfort"), urinary tract infection ("multiple urinary infections") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, sciatica, pyramidal tract syndrome, tendonitis, muscle disorder, musculoskeletal pain, muscle contracture, thermal burn, myalgia, joint stiffness, disturbance in attention, aphasia, ear disorder, pharyngeal disorder, oropharyngeal discomfort, urinary tract infection and fatigue was resolving. The reporter provided no causality assessment for aphasia, back pain, disturbance in attention, ear disorder, fatigue, joint stiffness, muscle contracture, muscle disorder, musculoskeletal pain, myalgia, oropharyngeal discomfort, pharyngeal disorder, pyramidal tract syndrome, sciatica, tendonitis, thermal burn and urinary tract infection with essure. Diagnostic results: lumbar MRI: none. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.